Event description:
It was reported that customer experienced issues with her pump not registering the correct amount of insulin in the cartridge there was no adverse impact to the customer¿s blood glucose level. The customer declined a follow-up from technical support, and no further information was obtained regarding the outcome.